Manufacturer narrative:
The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no excessive no delivery alarm noted. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump is not delivering insulin. The customer's blood glucose level the time of incident was 555mg/dl. The customer's most current level was 419mg/dl. The customer treated the high with pen. The customer mentioned they change the infusion set every three days. Troubleshoot was conducted. The customer was advised of insulin losing its potency due to over using the infusion set. The customer was advised the pump would be replaced and returned for analysis.